Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Eval found the device out of specification by confirming that the door shims were missing. The door shims were replaced.

Event description:
It was reported that a spectrum pump had a damaged door shim. It was also reported there was no pt involvement.